Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.

Event description:
During a revision procedure, the surgeon discovered an infection at the pocket site. The patient's system was explanted.